Event description:
It was reported that the patient with this artificial urinary sphincter (aus) started experiencing urinary incontinence, which led to a surgical intervention. A small hole in the cuff that caused fluid leak was confirmed during the procedure. The cuff and balloon were removed, replaced and connected to the existing pump. No patient complications were reported.

Manufacturer narrative:
There was no device available for analysis. The reported patient symptoms are a known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.